Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) the customer suspected that the vials had become contaminated. Confirmatory testing found biological contamination. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "7 bactec vials turned positive for bacillus cereus in one day. Four different lot numbers, four different patients, two different ward stations." "Were the vials manually subcultured and gram stained? Yes. If yes, what was the result? Bacillus cereus spp."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) the customer suspected that the vials had become contaminated. Confirmatory testing found biological contamination. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "7 bactec vials turned positive for bacillus cereus in one day. Four different lot numbers, four different patients, two different ward stations.", "were the vials manually subcultured and gram stained? Yes if yes, what was the result? Bacillus cereus spp."

Manufacturer narrative:
H.6 investigation summary catalog 442023 batch no. 2088645 customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.